Manufacturer narrative:
Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 32.1°c, internal thermal temperature while charging: 37.3°c, outside thermal temperature while operating: 40.2°c, internal thermal temperature while operating: 96.7°c. The outside thermal temperature while charging was 32.1°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the device met the product requirements specification, retesting of thermal imaging was performed to further investigate the elevated internal thermal temperature while operating (96.7°c). Repeat testing results are as follows: outside thermal temperature while charging: 31.2°c, internal thermal temperature while charging: 36.0°c, outside thermal temperature while operating: 37.8°c, internal thermal temperature while operating: 46.2°c. Repeat testing did not replicate the elevated internal thermal temperature while operating and the device met the product requirements specification. Due to the intermittent internal temperature fluctuation of the device while operating, further investigation was performed. The investigation found a low impedance condition in the dc-dc converter for the piezo drive, drawing additional current from the battery which may have contributed to the elevated internal temperature while operating. During repeat testing, the low impedance condition was not present, and the elevated temperature was not replicated. Because the failure could not be reproduced during repeat investigation and the device met product requirements specification, no further investigation will be pursued at this time. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in no problem found. No problem found rates remain acceptably low; thus, CAPA is not required. No problem found rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly.